Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was not found out of specification. The customer reported upstream occlusion issue. A review of the event history log identified upstream occlusion alarms but there is no conclusive evidence whether they are true or false alarms. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion issue. There was no patient involvement. No additional information is available.